Event description:
Pt was prescribed spinalogic bone growth stimulator following lumbar fusion felt sick every time the device was used and the device also emitted an intense "rubbing alcohol" smell- post op weight loss continued and pt started having abdominal pain, continued weight loss and loss of appetite. Pt was taken to ER and a 3.3 pancreatic mass was identified by CT. Manufacturer of device was contacted and stated that their device could not have caused this problem. Pt's surgeon was contacted and pt was advised that the device probably did not cause problem but to discontinue use. The anatomy, time line, and lack of evidence to assure reporter that the device absolutely would not cause cancer cells to grow is highly suspicious. Reporter feels that the device may have stimulated cell growth which ended up being a tumor. Reporter would like the FDA to investigate all pts that have used this device or similar devices in order to determine if any other adverse effects such as this have occurred. If it can grow bone then what else could it grow?